Manufacturer narrative:
Coconcomitaant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2012, product type accessory. (B)(4).

Event description:
Information was received from a company representative via a healthcare provider (hcp) and consumer regarding patient receiving intrathecal lioresal via an implanted pump. It was reported the concentration of the lioresal was "2000 mcg/day" with a dose of "2000 mcg/day." The pump's indication for use (IFU) was listed as post spinal cord injury and intractable spasticity. A suspected catheter problem was reported, but had not been confirmed. Over the past several refills there had been 300-400% more volume in the pump than expected. The patient was sleepier and had increased lethargy, especially in the morning. It was suspected that perhaps the catheter was delivering better while the patient was lying down. A neurologist also suspected microtears in the catheter. A rotor study was performed on (B)(6) 2015 and a dye study was done on (B)(6) 2015 and both showed no abnormalities. The reporter was asking about dosing post revision if they decided to do one and also supplementing oral baclofen. Additional information has been requested, but was not available as of the date of this report.